Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f24 - insufficient information. Device problem code: a140901 - complete blockage.

Event description:
Material#: 305106 batch#: unknown. It was reported by customer that there is no bore in the needle and the needle explodes at the tip causing the medication to spray out all over the patient and not be injected into the patient. Needles are dull more often than not. Verbatim: issues we are having. There is no bore in the needle. The needle explodes at the tip causing our medication to spray out all over the patient and not be injected into the patient. Our medication is thousands of dollars a time. Needles are dull more often than not. It is not just with this lot number it has been with multiple boxes of these needles. Rcc received a complaint via email. Email(s) attached.

Manufacturer narrative:
(B)(4). Follow up as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. H3 other text : see h10 narrative

Event description:
No additional information received material#: 305106 batch#: unknown it was reported by customer that there is no bore in the needle and the needle explodes at the tip causing the medication to spray out all over the patient and not be injected into the patient. Needles are dull more often than not. Verbatim: issues we are having. There is no bore in the needle. The needle explodes at the tip causing our medication to spray out all over the patient and not be injected into the patient. Our medication is thousands of dollars a time. Needles are dull more often than not. It is not just with this lot number it has been with multiple boxes of these needles rcc received a complaint via email. Email(s) attached.